Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis inside a carrier tube (hoop). There was blood in the balloon and inflation lumen and magnified inspection revealed no damage. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous right coronary artery. This 15mm x 4.50mm nc quantum apex mr balloon catheter was selected for post-dilatation of an unknown stent. The nc quantum apex was inflated and ruptured at 12atm upon the first inflation. The apex device was removed intact from inside the patient. Following the apex balloon device, another manufacturers balloon catheter was used and ruptured at 16atm. The lesion appeared good under the image of ivus. The procedure was completed following the post-dilatation of the two balloon catheters. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous right coronary artery. This 15mm x 4.50mm nc quantum apex mr balloon catheter was selected for post-dilatation of an unknown stent. The nc quantum apex was inflated and ruptured at 12atm upon the first inflation. The apex device was removed intact from inside the patient. Following the apex balloon device, another manufacturer's balloon catheter was used and ruptured at 16atm. The lesion appeared good under the image of ivus. The procedure was completed following the post-dilatation of the two balloon catheters. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).